Event description:
Reporter indicated a patient expired in a hospital due to sudep, but then was resuscitated; however, the patient remains in a "vigil coma". The vns was disabled without performing diagnostics testing due to the patient being a non-responder to vns. The "vigil coma" is felt to be due to sudep and subsequent resuscitation, and is not related to the vns per the reporter. The patient had no known sudep risk factors and no co-morbid conditions. Attempts for additional information are in progress.

Event description:
Limited vns device information was provided from the reporter.

Manufacturer narrative:
(B)(4).